Manufacturer narrative:
The investigation determined the service actions resolved the issue. D4 catalog no was updated.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found that the cleaner bottle sensor was faulty and replaced it. The fse cleaned the wash station, both probe guides, and the initialization ports, and performed performance tests successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 3 patient samples on a cobas e 411 immunoassay analyzer. On (B)(6) 2024, sample 1 had an initial creatinine result of 198.694 umol/l. The sample was repeated and the repeat results were 128.805 umol/l, 211.308 umol/l, and 128.298 umol/l. On (B)(6) 2024, sample 2 had an initial creatinine result of 142.357 umol/l. The sample was repeated and the repeat results were 59.500 umol/l and 61.821 umol/l. On (B)(6) 2024, sample 3 had an initial creatinine result of 91.569 umol/l. The sample was repeated and the repeat results were 76.176 umol/l and 74.234 umol/l.